Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to exhibit a watchdog alarm. During this condition the device is unable to engage in patient monitoring. Further analysis isolated the cause of the alarm condition to a component of the instrument board. This observed failure was caused by u21 (current limiter ic) reverse biasing resulting from grounding pin contacting the docking station after the other pins. Component rework extends the grounding pin so that it makes contact before other pins. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
The customer reported that the unit turns off after about 30 seconds docked and undocked. No consequences or impact to patient were reported.